Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for malignant pain. The pump was used to deliver unknown morphine. Dose and concentration information was not reported. It was reported, "on wednesday", the patient went to their doctor for a refill and it was the first time having their pump refilled since implant. Per the patient, the doctor did not seem to know where the port was. They were poking the patient and, because of this, the patient was swollen and in pain. The patient was redirected to their healthcare provider (hcp).

Event description:
Additional information was received from a healthcare provider (hcp) who reported that there was no difficulty locating the refill port and that the patient was sore because they were immediately post-op from their pump replacement procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.